Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the proximal right coronary artery (rca). A perforation occurred during use of an unspecified device. A 3.5 x 19 mm graftmaster stent delivery system was advanced; however, the device was unable to cross. A 2.8 x 19 mm graftmaster stent was implanted and the perforation was sealed. On an unspecified date, the patient died. Cause of death was not provided. Per physician, the use of the graftmaster devices did not cause any complications or adverse patient effect. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of death as listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), is a known patient effect that may be associated with use of a coronary stent in native coronary arteries; however, per the physician, the use of the graftmaster devices did not cause any complications or adverse patient effect. The investigation was unable to determine a conclusive cause for the reported failure to advance. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.